Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the patient died in another hospital. The report indicated that it was not expected to be related to therapy. The patient was last seen in 2005 for refill. No changes made. It was also reported that the death was unrelated to the implanted system. The pump was used to deliver hydromorphone and bupivicaine.